Event description:
It was reported that the device was used during a bowel procedure. It was reported that the staples did not form properly. The surgeon reinforced the staple lines with suture to close the bowel. There was no consequence to patient.